Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed visual inspection and found 1 of 2 sensors with cannula broken, broken part is missing. One remaining sensor performed bicarbonate buffer test per dop114-830. Sensor failed per spec with high readings. Also found 2 cannulas bent. Unable to confirm customer if sensor was received in said condition due to customer returned the sensor opened and used.

Event description:
The customer reported via phone call that the sensor died after he received calibration error alarms. The customer's blood glucose was 170 mg/dl at the time of incident. The customer also reported that he received multiple sensor error alarms. The customer stated that he was able to run a test plug procedure. The customer stated that the connection bridge and pins were no damage found. The customer was assisted in turning feature off and turning back on. The customer stated that the led did blink on and off. The customer was assisted on performing reconnect old sensor. The sensor will be replaced and will be returned for analysis.